Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient who was receiving morphine of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the catheter was confirmed as having migrated to the patient¿s cervical region. The catheter issue was discovered by the healthcare provider (hcp) on (B)(6) 2018. The diagnostic test used was unknown. It was reported that the case had just began, and the hcp planned to pull the catheter out of the cervical region. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 2020-01-25, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Eval code - conclusion code ¿ is being updated for this event. Device code(B)(4) was updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated in regard to actions/interventions taken to resolve the catheter migration it was noted the physician pulled down the catheter and placed it where he deemed appropriate and then re-anchored the catheter. The catheter was not explanted. The physician determined the catheter was initially placed in the cervical region and that the catheter had not migrated as initially suspected. The event had been resolved and the patient¿s weight at the time of the event was not available. No further complications were reported/anticipated or expected.